Event description:
It was reported that the device correctly diagnosed an episode of ventricular tachycardia but showed an incorrect measurement for morphology. No intervention was performed. The patient was stable and will continue to be monitored. There were no adverse consequences.